Event description:
A customer reported to baxter (B)(4) of a continu-flo set in which the operator was unable to prime the set before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a continu-flo set in which the operator was unable to prime the set was confirmed during sample evaluation. The defective sample was returned at the plant for evaluation. The unit was visually checked and the sample?s analysis found disconnection at the level of the junction tube/gamma radiated clearlink y connector. No other test was performed. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. Should additional information be received, a follow-up medwatch will be submitted.